Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was able to reproduce the reported symptom as a false downstream occlusion alarm. The downstream sensor and downstream pressure plate gap out of specification, and the downstream sensor will be calibrated and the downstream tubing guide will be adjusted. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump was reported "to have an error and was alarming, but the error was not defined." Any patient involvement, injury or medical intervention is unknown.